Manufacturer narrative:
A sapien or sapien xt transcatheter heart valve was used. The PMA number for the edwards sapien transcatheter heart valve is p110021 and the PMA number for the edwards sapien xt transcatheter heart valve is p130009. The device was not available for evaluation. Per the instructions for use (IFU) emergent cardiac surgery as well as cardiovascular injuries, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, are known potential complications associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause for the emergent surgery could not be determined with the available information. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in (B)(4), per the article, ¿transcatheter aortic valve implantation in failed bioprosthetic surgical valves¿, 459 patients with degenerated bioprosthetic aortic valves underwent valve-in-valve implantation between 2007 and may 2013 in 55 multinational centers in europe, north america, (B)(6) and the middle east. The balloon-expandable edwards sapien valve was used in 246 patients and non-edwards self-expandable valves were used in 213 patients. Of the 246 patients that received a sapien valve, 9 patients had a need for an emergent surgery. Reference: dvir et al. Transcatheter aortic valve implantation in failed bioprosthetic surgical valves. American medical association, 2014.

Manufacturer narrative:
Seven manufacturer reports are being submitted for this article. Please reference related manufacturer report numbers: 2015691-2018-01369, 2015691-2018-01371, 2015691-2018-01372, 2015691-2018-01373, 2015691-2018-01376, 2015691-2018-01377.